Event description:
Reportedly, the pdf file created after a patient follow-up was not found on the flashcard. The user attempted to export again the pdf file to the flashcard, without success. The programmer was turned on again but it was observed that the screen was misaligned. The files stored on the programmer could no longer be accessed. As it was impossible to shut down the programmer using the screen button, it was decided to unplug the programmer. After plugging in the programmer again, it was reported that the screen was still misaligned. The technical support, who was called by the user, advised to unplug, plug again the programmer and restart it. However, the situation remained unchanged and it was then decided to stop using the subject programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pdf file created after a patient follow-up was not found on the flashcard. The user attempted to export again the pdf file to the flashcard, without success. The programmer was turned on again but it was observed that the screen was misaligned. The files stored on the programmer could no longer be accessed. As it was impossible to shut down the programmer using the screen button, it was decided to unplug the programmer. After plugging in the programmer again, it was reported that the screen was still misaligned. The technical support, who was called by the user, advised to unplug, plug again the programmer and restart it. However, the situation remained unchanged and it was then decided to stop using the subject programmer.